Event description:
A customer contacted beckman coulter (bec) reporting a few mls of fluid leaked from an overflow of the white blood count (wbc) bath in the coulter ac*t 8/10 analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) contacted the customer on (B)(4) 2013 and recommended the customer to replace the waste filter and perform a clean bath procedure. The customer indicated that the leak was resolved following the replacement of the waste filter and the clean bath procedure. The instrument is operational to date. Service did not go on-site since the customer resolved the issue. Failure mode of the leak is related to the wbc bath and waste filter. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).